Event description:
A pt underwent mitral valve replacement for rheumatic mitral stenosis. Postoperatively, the pt was determined to have a low inr, i.e, sub-optimal anticoagulation, prior to the valve thrombosis. The pt underwent reoperation and replacement for valve thrombosis.